Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a water leak. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, there was a trace of water leakage and discoloration on the side of the enclosure. In addition, a crack was found in the drain area. The complaint was verified by visual and functional testing. Water was leaking from the side of the circulating water tank. The cause was gasket deterioration. At the customer's request, the product was returned to the without repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.